Manufacturer narrative:
Patient information unknown/ not provided. (B)(4). Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Additional 510k number k101880. Product ot returned.

Event description:
It was reported that the internal threads in the implant (tsvtwb10) needed to be rethread. Rethreading tool was ordered.

Manufacturer narrative:
The reported product was not returned for inspection. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screw it is recommended to torque at 20ncm. Complaint indicates implant threaded. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.